Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2005, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/ vena cava (vc) perforation, deep vein thrombosis (dvt), stenosis, tilt, pain, swelling, anxiety, depression, leg weakness. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported pain, swelling, anxiety, depression and leg weakness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging organ and vena cava perforation, tilt, and stenosis. Patient alleges "pain in lower body, many years of leg pain, swelling, back pain, anxiety, depression." "My legs are very weak and very painful." Per computed tomography (CT) report, "impression: 1. Ivc filter with apex at the level of the renal veins. 2. No definite evidence of proximal migration of patient's lower extremity dvts, though contrast bolus is suboptimal for definite evaluation"..."4. The pelvic veins are somewhat prominent, which may be associated with patient's lower extremity dvts". Per CT report, "a filter tilt: the apex of the posterior is not touching the ivc wall. There is no significant tilt in the anterior to posterior direction. There is 5 degrees of left lateral angulation." "Position of the ivc filter. The tip of the ivc filter is at the level of the l1-l2 disc space. This is at the level of the right and left renal veins. Inferior struts extend to the level of the l3 vertebral body. This is 7.9 cm above the junction of the inferior vena cava and confluence of the iliac veins." "Perforation of the struts. There is perforation of a strut on the right right, at the 3:00 position, through the right lateral wall of the inferior vena cava at the level of the l3 vertebral body. This structure extends 3 mm beyond the wall of the ivc into the pericaval fat. There is a second posterior perforation of the ivc at the level of l3 measuring 5 mm, into the pericaval fat. This is at the 6:00 position. The strut abuts the anterior cortex of the l3 vertebral body within the pericaval fat. There is tenting of the anterior wall of the vena cava at the 12:00 position and at the 3:00 position without definite perforation." "No evidence of filter strut fracture or bending." "Mild stenosis of the inferior vena cava. The cava measures 2.2 cm superior to the tip of the filter, 1.4 cm at its narrowest point at the level the filter and 1. 7 cm inferior to the filter."